Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl indicating that the battery was faulty and unable to charge. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by replacing battery and the product is back in service.